Manufacturer narrative:
One cadd legacy plus pump was retuned for analysis in fair condition with a cracked housing. A cassette was attached to the device and ran with no issues. The investigation could not duplicate the "no disposable" alarms. It's recommended to recalibrate the upstream sensor and replace downstream sensor as preventive measure.

Event description:
Information was received indicating that a smiths cadd-legacy plus pump displayed a no disposable alarm when disposable is attached. There was no reported injury to the patient.